Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported the patient presented to the or for device change out for eri. The physician initiated dft testing prior to explant to check lead integrity. A shock was performed and the device recorded a software reset. An alert for hv circuit damage was observed and low high voltage lead impedance measurements were noted. The device was explanted and the lead was capped.

Event description:
It was reported the patient presented to the or for device change out for eri. The physician initiated dft testing prior to explant to check lead integrity. A shock was performed and the device recorded a software reset. An alert for hv circuit damage was...

Manufacturer narrative:
The reported field event of an output anomaly was confirmed in the laboratory. The device was tested on the bench and the high voltage output transistors were found to be damaged. An arc mark was found on the device can. Further evaluation of the arc mark indicated the presence of lead material. The damage found is consistent with that caused by arcing between the hv lead conductor and ICD can.